Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -5.5/0.5/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.